Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 303 analytical unit. The customer complained of an increase in the results for patient samples since switching from abbott to roche. The customer ran a split sample comparison between their cobas c303 analytical unit and a cobas c502 at another laboratory. Of the data provided, one sample had discrepant results. The initial result and repeat result using the cobas c303 was 5.5%. The result from the cobas c502 was 5.0%. It was not known if any questionable result was used for diagnostic purposes or reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 886051. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch field b3 date of event was updated. The complete reagent lot number was 88605101. The expiration date was 31-oct-2026. The customer canceled a service visit and declined further troubleshooting as they are no longer running this assay on the analyzer. The provided calibration and qc data were acceptable. The analyzer alarm trace contained abnormal aspiration (sample pipetter), abnormal liquid level (sample pipetter), and sample short errors. These are indicators of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. Based on the available information, the investigation was unable to determine a specific root cause. There was no evidence of a device malfunction.